Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/03/2014).the patient¿s test strips and control solution have been returned on 6/5/2014 and evaluated by lifescan product analysis on 6/27/2014 and 6/19/2014, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The control solution was also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging the onetouch ultra2 meter was reading inaccurately low with control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported 2 weeks ago she obtained a reading of ¿107mg/dl¿ with control solution. The patient reported using a combination of oral medications with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. Thea patient reported on an unknown date and time she went to a doctor¿s office and was advised to have her meter calibrated. During the time of troubleshooting, the patient confirmed the meter was in the correct unit of measurement. The patient¿s test strips and test strips vial were in good condition. When a control solution test was run, the result was not within the recommended range. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.